Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported that they were attempting to place the catheter into the pt's internal jugular in the intensive care unit. The physician advised while an attending was attempting to remove the spring wire guide (swg) through the catheter, the swg began to unravel. The swg was removed intact and a second kit was opened and used successfully. There was no delay in treatment, no pt death and no complications reported. Additional info rec'd by the sales rep on 10/13/2010 stated, the pt outcome was fine.